Manufacturer narrative:
Per the clinic, the patient developed an infection near to the receiver/stimulator site. Subsequently, the patient was hospitalized (date not reported) and administered with IV antibiotics (specific date and duration not reported). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on august 07, 2023.

Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.